Event description:
A home patient's spouse noted that during one therapy session the supply line of the homechoice set became disconnected from the supply bag for an unknown reason. No patient injury or medical intervention was associated with this incident per the home patient's spouse.